Event description:
Elderly male with history of (B)(6), coronary artery disease. During surgical procedure, coronary artery bypass grafting x 4, the left leg was being used to harvest the greater saphenous vein. The hemopro malfunctioned by timing out frequently, not burning and did not have ample rest time.